Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The pins in the trunk cable connector were bent, and the trunk cable was unable to connect with a monitor. The cause for the failure was the bent pins and the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.